Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found in good conditions, a second closer inspection was performed and it was found with a hole at the pebax and a reddish material inside it. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The issue reported is highly detectable by the system; however, improvements have been implemented to reduce magnetic and force sensor internal issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the procedure, there was a bubble alert on the smartablate pump while the tubing set was flushed. The physician removed the thermocool® smart touch® sf bi-directional navigation catheter from the patient¿s body and noticed there was blood in the spring area. The tubing was flushed, and the bubbles were removed. The catheter re-inserted in the left atrium to continue the procedure. The force reading was not accurate and was going to high when the ablation started. Two short rf application were tried (2-3 sec). The procedure delayed by 5 minutes. The physician decided to replace the catheter. The procedure was then completed without patient consequences. There were no issues related to temperature and flow on the thermocool® smart touch® sf bi-directional navigation catheter before removing it from the patient. The smartablate generator was used in power control mode at 35 watts within default settings for thermocool® smart touch® sf catheters. The patient was anticoagulated during the case, the activated clotting time (act) was over 300 seconds for the entire case. The duration of ablation used was not greater than 60 seconds nor 120 seconds. The average contact force was not greater than 40 grams nor 25 grams. There were not any ablations that used forced above 40 g for any extended periods of time. The irrigation rate used were not outside of those prescribed (power up to 30 w, high flow rate of 8 ml/min; 31 w or greater, high flow rate of 15 ml/min). The pre-ablation high setting was of 40g. Heparinized normal saline was used as irrigation fluid. The parameters used with the carto visitag module were: respiration setting gated, stability range 3mm, stability time 3 sec, force over time 25% 3gr and tag size 2mm. Color options used were tag index. The patient did not present any neurological symptoms since the procedure was completed. The customer¿s reported issues of foreign material in the spring area, high force readings and the bubbles in the smartablate irrigtation tubing set were all assessed as not reportable since the potential that these could cause or contribute to a death, serious injury, or other significant adverse event is low. On 2/20/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found no visual damage or anomalies. On 3/19/2020, during a second visual analysis, it was found that the pebax had a reddish material inside it and a hole was found. These findings were reviewed and determined the hole in the pebax is an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 3/19/2020 and reassessed this complaint as MDR reportable.